Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the clear plastic where the reservoir connects into the insulin pump was broke, which caused the set to leak and the reservoir was not sitting properly in the insulin pump. The customer¿s blood glucose level was 259 mg/dl and 300 mg/dl. The customer reported that the leak was between connector reservoir and tubing and also between connector tubing and the site and it was leaking all the time. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.